Manufacturer narrative:
The legal manufacturer (as documented in sections d3 and f14) had been notified via email regarding this incident. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "the dr. Placed the guide wire and clear petra sheat to place inside the patient as there was a narrowing in the urethra causing a tear. Had to stop the procedure, abort removing the kidney stones."